Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: device migration, pain, impaired healing. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with two 550cc smooth mentor memorygel breast implants has experienced bilateral device migration postoperatively. Patient reported that the implants are displacing to the side and causing shoulder pain. Patient also experienced thick scars and reported that sutures were undone, and the left side had a hole underneath. In addition, patient noted audible sound from the breast pockets when exercising. As a result, the patient underwent explantation on (B)(6) 2020. This medwatch report is for the left-sided implant.